Manufacturer narrative:
Batch review performed on 07-mar-2024: lot 2203310: (B)(4) items manufactured and released on 11-may-2022. Expiration date: 2027-04-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported case during the period of the review. Additional implant involved, batch review performed on 07-mar-2024: reverse shoulder system 04.01.0211 lat. Glenosphere 39xø27 (k193175) lot 2201470: (B)(4) items manufactured and released on 10-may-2022. Expiration date: 2027-04-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 1 year and 7 months after primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the glenosphere and liner. The surgery was completed successfully.